Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was not working. Upon functional testing, the fse determined that the monitor was defective. After replacing the live monitor, the system was returned to use in good working order.

Event description:
It was reported to philips that the live monitor was not working and switching inputs on its own. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.